Event description:
Patient presented back to the physician with fractured sensing lead tip still in the body. Cardiothoracic surgeon brought the patient into the operating room and retrieved the severed sensing lead tip.

Event description:
At the time of the revision surgery, (B)(6) 2023, the lead was replaced to restore therapy. During the revision, the sensor tip was found to have separated from the lead body and to have migrated after separation. The physician determined that retrieving the sensor would expose the patient to greater risk and decided to leave the sensor behind in the patient. The revision surgery restored therapy and the issue is now resolved.